Event description:
It was reported that the head section, right and left outer litter frame rails, and footend assembly were damaged which could affect the structural stability of the cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Parts on order.

Manufacturer narrative:
The product is not being repaired and has been recommended not be returned to service.

Event description:
It was reported that the head section, right and left outer litter frame rails, and footend assembly were damaged which could affect the structural stability of the cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.